Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had an episode of pacemaker mediated tachycardia (pmt). Technical services (ts) was consulted and discussed stored data as well as available programming options. Ts discussed how the patient's premature ventricular contractions (pvc) were functionally undersensed and they were triggering the pmt, so the programming could be adjusted to take this into account. Additionally, ts noted there was far field oversensing on the right atrial channel. This device remains in service. No adverse patient effects were reported.